Manufacturer narrative:
Additional information : device available for eval, returned to manufacturer on, device return to manuf , device eval by manufacturer, imdrf codes a, g b, c, d gridsomits: g04037 - cover, b17 - device not returned, c20 - no findings available, d15 - cause not established.

Event description:
It was reported that an 8100 lvp was affected by plastic recall. There was no reported patient involvement.

Manufacturer narrative:
Additional information: describe event or problem correction: initial reporter addr 1, imdrf codes g grids.

Event description:
It was reported that an 8120 pca was affected by plastic recall and pca sizer misalign recall. There was no reported patient involvement.

Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action. Device was not returned to manufacturing facility.

Event description:
It was reported that an 8100 lvp was affected by plastic recall. There was no reported patient involvement.